Event description:
It was reported that on (B)(6) 2021, the clinical exam showed pinpoint fistula at the implant area with pain on palpation and peri implantitis. The decision at this appointment was to flap and mechanically debride the area with guided bone regeneration. On (B)(6) 2022 a surgical flap, debridement with mechanical instruments and laser was performed. On (B)(6) 2022 the attempt was made to uncover the implant to find 50% bone loss from crestal bone with poor osstell readings. The decision was made to remove the implant due to poor osseointegration.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Fax number unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.